Event description:
It was reported that during an attempted implant when the physician connected the atrial lead to the new device, low impedance was observed. The pacing system analyzer was showing normal measurements but low impedance measurements were noted through the device atrial port. Physician elected to use another device and received normal measurements. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of low atrial impedance was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. The cause of the field event is a u1 integrated circuit (ic) anomaly.